Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, one episode could not be retrieved using two programmers. The issue was resolved via a software download. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).